Manufacturer narrative:
(B)(4). The evaluation was completed to investigate the reported event. An initial visual inspection was performed with no issues noted. Further inspection under a microscope identified that the center slit had been re-knit, determined to be the cause of the reported event. Therefore, the reported issue was verified through evaluation. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp standard bore catheter extension set experienced a no flow during priming. According to the report, the only way the setup flowed was if the extension set was removed or if a syringe was used. The reporter stated that no physical irregularities were noticed with the extension set and the connections were secure. There was no patient involvement. No additional information is available. This report is 4 of 15.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.